Event description:
A user facility in (B)(6) reported to the bausch and lomb, surgical manager a serious incident during which the tip of the barrett micro mushroom manipulator broke and lodged in a patient's eye during surgery. On (B)(6) 2012 more details of the incident were provided. The surgeon was unable to locate the tip of the instrument in the eye. The patient was closed, a CT scan, x-ray, and an optical coherence tomography conducted to identify the position of the broken tip. On (B)(6) 2012, another surgical procedure was conducted on the patient's eye to remove the foreign body. The patient recovered well with no intraocular problem or complication.

Manufacturer narrative:
Product received was not a bausch + lomb product. The customer has been notified and the product has been returned.